Event description:
It was reported by the aci, inc. International distributor that a pt underwent an unk coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no visible evidence of calcium at the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral artery closure. It was reported that the steps followed were per the instructions for use (IFU), and that the physician shuttled down to deploy the sealant. When the physician attempted to retract the shuttle and the sheath together, it appeared that the device was stuck and couldn't be removed. The physician opened the stopcock to release the pressure to deflate the balloon and removed the device from the pt's anatomy. It was reported that the mynx achieved successful hemostasis. No info was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1121401) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical intervention, the reported event could not be confirmed and the root cause could not be determined.